Event description:
Through implant patient registry it was learned a 23mm 3300tfx aortic valve implanted four (4) years, five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 11060a aortic valved conduit. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to d4, h4, h6. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 23mm 3300tfx aortic valve implanted four (4) years, five (5) months, was explanted due to e. Faecalis aortic valve endocarditis. The explanted device was replaced with a 23mm 11060a aortic valved conduit. Patient post-operative status noted as in recovery. Per medical records, patient presented with chest pain, shortness of breath, and cough. Patient was found to have enterococcus bacteremia. Tee demonstrated aortic valvular vegetation, mild increase in aortic valve gradient, as well as concern for abscess around the annulus. Patient transferred from another hospital for surgical intervention. The 23mm 3300tfx infected aortic valve was explanted. All necrotic and infected tissue was debrided. The root was involved in the infection, so an aortic root replacement was performed. A 23mm 11060a aortic valved conduit was seated and tied without difficulty using cor-knot device. The patient was transferred to ICU in stable, but critical condition. Patient was discharged on pod# 13.